Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient, who passed away. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 69-y-o patient with this valve model 3300tfx of unknown size, implanted in aortic position, underwent a valve-in-valve intervention after an implant duration of at least 7, but not greater than 10 years, due to calcification leading to severe stenosis. The patient presented with chest pain prior to the intervention. A 20mm transcatheter valve was implanted within the edwards surgical valve and the patient maintained stable hemodynamics for approximately 15 minutes. Subsequently, a significant drop in pressures occurred secondary to a left coronary artery (lca) occlusion and an emergent open-chest surgery was performed under extracorporeal membrane oxygenation (ECMO) support. Postoperatively, the patient remained on intra-aortic balloon pump (iabp) and ECMO support in the intensive care unit for three days. Despite maximal supportive measures, there was no clinical improvement, and the patient expired on day 3 post-operation.